Event description:
Caller states patient tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 6.4 inr. Patient's coumadin dose may be held due to lab result. No adverse event reported. Requested return of suspect system and replacement was sent.